Event description:
Complaint received from anvisa system reports: "the wire forms a vice at the tip and when trying to remove it, the wire uncoiled, which could pose a risk to the patient's vascular system, since the wire did not come out properly. During puncture, the syringe does not remain hermetically closed, which favors the entry of air into the plunger.".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
Complaint received from anvisa system reports: "the wire forms a vice at the tip and when trying to remove it, the wire uncoiled, which could pose a risk to the patient's vascular system, since the wire did not come out properly. During puncture, the syringe does not remain hermetically closed, which favors the entry of air into the plunger.".